Event description:
It was reported that burr detachment occurred. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the diamond coated burr detached from the rest of the catheter. Furthermore, the burr was loose in the rotawire and the doctor had to remove the wire and all the equipment to prevent losing the diamond in the artery. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of the rotapro atherectomy device. The burr was not returned for analysis. The advancer, drive shaft, handshake connections, sheath and coil were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as the coil was stretched and detached at the point of separation from the burr.

Event description:
It was reported that burr detachment occurred. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the diamond coated burr detached from the rest of the catheter. Furthermore, the burr was loose in the rotawire and the doctor had to remove the wire and all the equipment to prevent losing the diamond in the artery. No patient complications reported.